Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation trunk cable connector j702 on the distribution node pca was contaminated, causing a service code 204 (belt/monitor unusable). The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found. The electrode belt was unable to communicate with a monitor.